Event description:
The customer contact reported the pt rec'd more IV fluid than intended. The device was programmed to deliver saline and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the nurse noted the saline container was empty sooner than expected. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel. (B)(4).